Event description:
During implant procedure, the stylet was not able to be advanced into the right ventricular (rv) lead. Multiple attempts were made with replacement stylets; they were not successful. The rv lead was not implanted and a new rv lead was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of "difficulty advancing the stylet completely" was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The stylet insertion/removal test was performed, and the stylet was able to be fully inserted inside the lead and removed with no restriction or difficulty. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.